Manufacturer narrative:
The item in question was sent to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee.

Event description:
As per a manufacturer incident report (B)(4) received from the factory in germany: it was reported that the physician used the device for suture during an ovarian cyst removing surgery on (B)(6) 2022. The tip of the needle holder broke under normal use and fell into the patient's abdomen. In order to retrieve the fallen part, the user prolonged the anesthesia time and used c-arm x-ray to locate the broken jaw. The operation time was extended for more than two hours. The detached part was found successfully. In order to make sure the patient's overall health and safety, the hospitalization was prolonged for 3 days. There were no long term injuries for the patient.

Manufacturer narrative:
The corresponding manufacturer's complaint reference number for this case is (B)(4). Second supplemental report was initiated to correct section g3.

Manufacturer narrative:
The corresponding manufacturer's complaint reference number for this case is (B)(4) . The affected 26173ha needle holder was returned to the manufacturer on 2022-08-29 and the investigation was concluded on 2022-09-29. Upon initial inspection of the product, it could be confirmed that it is damaged at the distal end. The fixed jaw part has broken off from the needle holder. During further investigation, it was found that the axle pin which holds the movable jaw in the fixed jaw is visible from the outside. Normally it is not visible here, since it is welded from the outside, but in this case, the welding seam was broken. This indicates that a high force must have been applied for the welding seam to break. In addition, there are impurities and discolorations visible on the needle holder which have led to corrosion around the needle holder where the breakage happened. Therefore, it can be concluded that the material was weakened due to corrosion, which contributed to the breakage of the fixed jaw part when the high force was applied. Consequently, a combination of corrosion and overloading of the jaw part is concluded as the most probable root cause. Based on the impurities and discolorations, it can furthermore be concluded that the reason for the corrosion was that the needle holder was not adequately cleaned and properly dried after reprocessing, allowing residual moisture to accumulate. The IFU includes relevant information regarding the cleaning of the device, and it also warns against overloading by exerting too much force.